Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The unspecified target lesion was located in the severely calcified unspecified artery. A 15mm x 2.50mm nc quantum apex mr balloon catheter was advanced to the target vessel for predilation. The balloon ruptured at 20 atmospheres during first inflation. The entire balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex was received inside a carrier tube (hoop) within an nc quantum apex product pouch and shelf box that matched the information on the device. There was contrast on the outer shaft and blood inside the balloon. The tip was damaged. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 6mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The unspecified target lesion was located in the severely calcified unspecified artery. A 15mm x 2.50mm nc quantum apex mr balloon catheter was advanced to the target vessel for predilation. The balloon ruptured at 20 atmospheres during first inflation. The entire balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.